Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient was implanted with a smart toe in her right foot on or about (B)(6) 2017 due to hammer toe deformity. The patient further alleges that the "implant failed" and had to be revised on (B)(6) 2017. The patient is asking to be compensated for the revision surgery.